Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that her buttons were unresponsive and it was initially just the esc button, but now all the buttons are unresponsive. Customer stated that she took the battery out of the pump and she put the same battery back in but she received a failed battery test alarm. Customer replaced the battery with a new battery and then received a button error alarm. Customer cannot clear the button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.